Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was damaged. Customer reported falling on the insulin pump and the screen had a ink stain as a result. Customer stated the ink stain became bigger, preventing them from reading the screen. Customer's blood glucose was 127 mg/dl. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with cracked and bleeding glass on lcd board. The insulin pump was received with minor scratches on lcd window.